Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, the 30-degree 8mm endoscope had a fogging issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree 8mm endoscope was analyzed and the endoscope was tested on a system or equivalent and found to fail the focus test. The endoscope failed focus at a working distance all distances on both eyes. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with cleanliness failed on sapphire distal window. Additionally, the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline cracks on all buttons of the button pack assembly. There was glue damage on fiber distal tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.